Event description:
The patient used the suspect device to check their blood glucose. Patient obtained a result of 168 mg/dl and took 5 additional units of r insulin. About four hours later the suspect device was used again and the result was 116 mg/dl. A third time use about three more hours resulted in a reading of 102 mg/dl. Patient then became incoherent and was given juice to drink. The suspect device then read 150 mg/dl. Patient was then taken to the hospital and their blood glucose was 42 mg/dl with a hospital meter. Patient was treated with a glucose IV. L1 glucose control was out of range on the system and l2 control was within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.